Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance and increased thresholds due to a probable dislodgement. During a scheduled device replacement procedure, the lead was surgically abandoned and a new ra lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.